Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow up report will be provided when the investigation results become available. (B)(4).

Event description:
As reported by the user facility: customer reports under infusion, customer verbalized that he does not know what medication or tubing used, no settings verbalized.